Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. Date of explant is estimated.

Event description:
Related manufacturer report: 3006705815-2021-03414. It was reported that during a lead revision procedure reported in related manufacturer report 3006705815-2021-03412 and 3006705815-2021-03413 leads were unable to be revised due to patient scar tissue. Lead was explanted. It us unknown which lead was explanted therefore both leads are being reported.